Manufacturer narrative:
Date rec¿d by MFR: 23aug2019. Date of report: 26aug2019. This event was already reported on pr #: (B)(4), MFR #2031642-2019-01087. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 14aug2019, date of report : 15aug2019. Technical support advised the customer that the power supply requires replacement. The customer did not approve the repair quote, so no service was rendered. The ventilator was not repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the ventilator does not power on. There was no patient or user involvement.